Event description:
An alarm issue was reported with the adc device in use with an iphone 13 phone with an ios operating system version 16.5.1. The high/low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer did not wake up from being asleep and experienced symptoms of hypoglycemia, a loss of consciousness, and seizure, however there was no report of any third-party treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 13 phone with an ios operating system version 16.5.1. The high/low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer did not wake up from being asleep and experienced symptoms of hypoglycemia, a loss of consciousness, and seizure, however there was no report of any third-party treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.